Event description:
It was reported that a user experienced nocturnal hypoglycemia after recent pump setting adjustments, including a new glucose target range; the user noted a lowest glucose of 39 mg/dl and has been manually pausing insulin delivery during perceived downward trends, which customer support advised against due to algorithm impact. Customer care provided support that included review of device reports and user coaching on appropriate use of the automated insulin delivery algorithm, with referral to clinical management for further guidance. Investigation of this case revealed that user-initiated pauses of insulin delivery and recent setting changes were temporally associated with the reported hypoglycemia, with no device malfunction identified. No clinical symptoms associated with low glucose reading reported. Outcomes included recovery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use-related factors and recent configuration changes. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.